Manufacturer narrative:
Additional information received from the initial reporter on 04 january 2017 and includes: infection with staph. Aureus was confirmed. On 17 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: late infection in double mobility tha. Infection is a possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch review performed on 30 january 2017. Lot 111510: (B)(4) items manufactured and released on 28 june 2011. Expiration date: 2016-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Double mobility hc liner ø 50/28, code 01.26.2850mhc, lot. 112898 (k092265), (B)(4) items manufactured and released on 18 august 2011. Expiration date: 2016-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Cup and liner revised due to infection.